Event description:
The granddaughter of a (B)(6) female pt called in to report that the pt's monitor kept alarming "device disabled, call ambulance". The pt was issued a replacement monitor and electrode belt.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (call ambulance alarms) was confirmed. The cause of the "call ambulance" messages was an asystole event. Upon eval the monitor was found to be fully capable of monitoring the pt's cardiac signal. No problems were found with the monitor. Device eval of electrode belt sn (B)(4) is currently underway. A supplemental report will be submitted once root cause analysis has been completed. No adverse event occurred from the asystole alarms. The pt was issued a replacement monitor and electrode belt. Device manufacture date: monitor sn (B)(4), electrode belt sn (B)(4) manufactured 06/2010.